Event description:
The following information was reported by the company representative: the technician mentioned that as she withdrew the procedural sheath after shuttling down, the white tube did not appear and no sealant was delivered. The technician converted to manual pressure for more than 30 minutes. There was no patient injury. Additional information: the user shuttled down completely. There was no significant resistance while shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: intervention coronary vessel size: 7 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle. Sealant was protruding from the shuttle cartridge side slit. The advancer tube was found inside the shuttle cartridge which indicates an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the provided information and the investigation performed, the reported event might have been caused by an incompletion engagement of the advancer tube during the procedure; however, the root cause of the event could not be conclusively determined. The review of the lhr (f1506504) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).